Event description:
Upon start of first return cycle, donor complained of having a feeling they never had before. During first return cycle machine displayed "return cycle too long". Operator stopped pumps and noticed donor blood valve was stuck shut. No semblance of heat was noted by operator. Blood in tubing above donor blood valve was lighter in color than blood below the donor blood valve. Urine sample was obtained with hemolysis present. Donor was taken to the hosp.